Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the pacemaker was programmed to trigger alert for at/af burden of at least 6 hours evaluated daily. Upon review, no alert-based transmission was received. No intervention had been performed, and there was no consequences to the patient.